Event description:
The nurse, reported to our sales rep, that during using the two target devices the distal drillings are wrong. The medullary cavita openings are bixcut. Gamma3 nails were used. Replacements were available so that the surgeon could completed the surgeries without prolongation.

Manufacturer narrative:
Eval summary: no mfg faults found. The subject of the complaint, problems with distal locking could not be verified. The devices were documented as faultless prior to distribution and had been in use for a longer time (since 2006/2008). Thus we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended, without any problems reported. Eval revealed evidence that the reported event is not kinked to a deficiency of the device, but rather related to an intra-operative procedure. Lot kme 902045 mfg date: 06/2008.